Manufacturer narrative:
On 12-mar-2025, bwi received additional information regarding the event. This was the forth patient that the physician treated with varipulse, a 42 year old female. He commented that this one was the easiest case among all the 4, and he was positively surprised. Patient (female) received a standard procedure. No issues at all during the case. Deep sedation with propofol was done. Single catheter used in la (left atrium)+ cs (coronary sinus) catheter. Physician punctured using vizigo sheath. They did a map with varipulse and ablation and remapped at the end. #20 ablation in total (16 for pvi + 2 ablations on left carina and 2 in right carina). Physician decided for pvi (pulmonary vein isolation) only because the patient was a symptomatic paf (paroxysmal atrial fibrillation). Anatomy was normal, no particular issues in manipulating the catheter. The chadsvasc score was 0, so the patient was "pretty healthy". Being such low risk, the patient wasn't on oral anticoagulation but she took toe (transesophageal echocardiogram) before undergoing the procedure. Activated clotting time (act) was 307 at the beginning and 323 during ablation. The physician gave heparine bolus before transeptal and no more afterwards. No oral anticoagulation given after the procedure. During the evening, the patient complained of a headache and some problem in her vision (she was seeing double objects). The day after, the patient underwent a brain MRI where they found 3 small spots in the back of the brain. The neurologist suggested to wait for a spontaneous regression, as indeed it happened. So there were no patient consequences at the time of the patient's hospital discharge. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 31487310l, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a 8.5 fr varipulse catheter and the patient experienced a stroke. Pulmonary vein isolation was performed on (B)(6) 2025 using the 8.5 fr varipulse catheter. With this catheter, the pulmonary veins for the treatment of atrial fibrillation were ablated with pulse field ablation (pfa). The procedure was routine and without any incidents. Procedural activated clotting time (act) was 307 and 323. No evidence of char / thrombus / clot were noted during the procedure. After the pfa procedure, the patient complained about visual impairment. An MRI showed signs of suspected stroke. The MRI of the skull specifically showed that a "small fresh stroke" had occurred. It was addressed by the neurologist. No special therapy was advised here. Fortunately, the symptoms subsided afterward and disappeared completely the day after the procedure. The patient was able to walk the following day and was neurologically completely normal. The patient fully recovered, according to the doctor, the after-effects have disappeared. No other symptoms had appeared. The patient was transferred to a cooperating hospital because the hospital treating him did not have a neurological department. Even though the symptoms had already disappeared, the patient was transferred as a precaution so that further follow-up care and tests could be carried out. The patient required extended hospitalization due to further examinations (MRI) and observation of the condition after the visual disturbances.